Manufacturer narrative:
The investigational analysis completed 5/21/2020. During the first visual, the peak housing was observed cracked in transitional area with tip. No internal parts appeared to be exposed. During a second closer visual analysis, the catheter was visually inspected and a crack was found in the peek housing transition, exposing metal. Per the complaint, the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and the puller wire was found broken inside the handle, causing the deflection issue. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint was confirmed. The root cause of the puller wire breakage cannot be determined. The root cause of the peek housing cracked cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contraction (pvc) with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a crack in the peak housing transition, exposing metal. Initially, it was reported that during the pvc operation, the catheter could not deflect to the specification. The second catheter was used to complete the operation. There was no report on adverse event on patient. The observed deflection issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found a crack in the peak housing transition, exposing metal. The observed a crack in the peak housing transition has been assessed as an MDR reportable malfunction, as the device integrity was compromised. The awareness date has been reset to 5/12/2020.

Manufacturer narrative:
Upon an internal review on (B)(6)2020 , it was discovered that the photographic evidence provided was mistakenly omitted from the initial report. Additionally, it was noticed that the e1 section in the initial MDR report was left blank. Applicable fields have now been updated. Corrections: photo investigation details: according to the received photos, the tip was observed semi-deflected with the piston up. Based on the photographic evidence alone, the customer complaint was also confirmed. Initial reporter details: e1. Initial reporter phone: (B)(6). E1. Initial reporter fax: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).